Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range, high voltage capture inadequate capture threshold issue was observed on the lv lead. Patient was asymptomatic with no ill effects. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable post procedure with no complications.